Manufacturer narrative:
The device has not been returned for evaluation. Correspondence has been sent requesting information on device return. Once device has been returned and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be released with the instant detatcher after it was placed in the aneurysm during embolization of an unruptured saccular aneurysm measuring 15mm by 6mm located in the c5. An attempt to detach the implant coil with the manual method (breaking of the hypo-tube as described in the IFU) was also unsuccessful. It was stated that three unsuccessful release attempts were made with the first instant detacher. Another instant detacher was used 2 times, but without success. Then the manual method was attempted twice and eventually the coil was released after repeated manipulation of the pushwire and breaking it. There was no force required to pull the release wire during detachment by breaking the hypo-tube. The catheter tip was 1mm from the detachment zone during the detachment attempt. The patient¿s vasculature was moderate in tortuosity and the patient¿s blood flow was normal. There were no patient complications reported as a result of the event and the patient was reported to be in good condition.